Event description:
(B)(4) received a complaint from interga that indicated that the duraflex bp graft was implanted on (B)(6) 2025 in during a decompression of chiari malformation procedure. The patient was re-admitted due to csf leak and during intervention on (B)(6) 2025 it was found that the duraflex graft had disintegrated into pieces.

Manufacturer narrative:
A comprehensive records review will be conducted. When completed a follow-up med watch will be submitted.

Manufacturer narrative:
No departures from standard operating procedures were noted during records re-review that would negatively impact the manufacturing of bovine pericardium xenografts from lot nza23050097. Manufacturing records indicate that xenograft implant with serial ID (B)(6) manufactured from the lot met all specification requirements at the time of release. Given the facts that: (1) review of records indicated that bovine pericardium implants manufactured from lot nza23050097 met all specification requirements and release criteria at the time of distribution; (2) bovine pericardium implants from the complaint lot were processed utilizing a validated sterilization method, tutoplast® which includes terminal sterilization by gamma irradiation after packaging; and (3) pathology results are suggestive of an immunological response, the surgical outcome of the recipient is more likely associated with one or more extrinsic factors, rather than an intrinsic property of the bovine pericardium implant.

Event description:
On (B)(6) 2025, patient medical records were received for review. Patient medical history includes: abnormal pap smear of cervix, allergic rhinitis, anemia, anxiety, colon polyp, carpal tunnel syndrome, dizziness, dysphagia, ear problems, fibrocystic breast, fractures, gerd, hiradenitis, hpv infection, migraine, morbid obesity (bmi 40.0 to 44.9), neuromuscular disorder, nosebleed and sleep apnea. Per medical records, the patient's organ system review prior to implant revealed positive for congestion, ear pain, postnasal drip, rhinorrhea, trouble swallowing and voice change, visual disturbance, apnea and choking, gait problem, dizziness, weakness and numbness. The patient underwent a craniotomy on (B)(6) 2025 with implantation of an integra duraflex. Per notes dated (B)(6) 2025, the patient did well postoperatively but that week started experiencing clear fluid leaking from her head. Therefore, she underwent a magnetic resonance imaging (MRI). On (B)(6) 2025, the patient underwent explantation of the duraflex graft, additionally, duragen was also utilized for inlay and suturable durgen for onlay closure and duraseal fibrin glue was applied (a specimen was taken for pathological examination). The following pathology findings were reported; dense fibrosis with chronic inflammation, including foreign-body giant cells. Additionally, patient records stated that after the revision surgery, the following complications were reported; superficial infection/inflammation (superficial cellulitis) and fat necrosis at the surgery site finally leading to purulent drainage from the middle of the incision. The patient was administered doxycycline. No evidence of csf leak or deep tissue infection was confirmed. The outcome of the events was reported as resolved, except for fat necrosis, for which the outcome is unknown. To date, no additional information has been provided to evergen for review.